Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd neutraclear needle-free connector had a loose connection. The following information was provided by the initial reporter: "after several connections, the spring weakens and opens easily."

Event description:
It was reported that bd neutraclear needle-free connector had a loose connection. The following information was provided by the initial reporter: "after several connections, the spring weakens and opens easily".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/12/2021. H.6. Investigation: five el200 samples from lot 20k10-t were received in sealed packaging for investigation. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis did not identify any manufacturing defects which may have contributed to the customer's experience; furthermore functional testing did not identify any issues, with the piston noted to return to the closed position as soon as the syringe was disconnected from neutraclear component. A review of the production records from lot 20k10-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.